Event description:
It was reported that during a stenting treatment procedure the shaft fractured. The calcified lesion was located in the mid right coronary artery. The physician was attempting to deliver the liberte bare (mr) ous 12mm 4.00 stent and encountered resistance. Pushing the catheter, the mid part of the shaft broke. The physician removed the wire, guide catheter and both portions of the broken catheter together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is satisfactory.

Event description:
It was reported that during a stenting treatment procedure the shaft fractured. The calcified lesion was located in the mid right coronary artery. The physician was attempting to deliver the liberte bare (mr) ous 12mm 4.00 stent and encountered resistance. Pushing the catheter, the mid part of the shaft broke. The physician removed the wire, guide catheter and both portions of the broken catheter together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. The break was located at 53.4cm distal to the strain relief. Both sections of the hypotube break exhibited signs of minor kinking at various locations along their lengths. An examination of the crimped stent, balloon and tip sections of the device found no issues with their profiles. A 0.015inch size mandrel was inserted through the wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).